Event description:
Dentist reported that the patient broke tooth #14, which had a two surface composite in it while wearing the device. The crown was cemented and the dentist temporarily adjusted the device and reported that it worked fairly well. However, the patient broke teeth #5 and #23 soon after. Upon further questioning, the dentist reported that the crown was cemented and another oral device was made for the patient. The patient did not need any medical attention.